Manufacturer narrative:
It was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Based on technician statement, before our technician on-site visit, the clinical engineering technician intervened several times, however it was not possible to know which parts he checked and tried during his troubleshooting. The customer decided not to repair the device, hence no further troubleshooting was done and no estimate has been made. The issue will not be resolved and the device will be taken out of use. Unfortunately, device logs have been not available for the further analyze of the issue. Therefore, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).